Event description:
A director of nursing reports three patients with mild corneal burns during cataract surgery. All wounds sealed without the use of sutures. Additional information has been requested. This patient is being reported under manufacturer report #2028159-2007-00027. The other two events are being reported under manufacturer report #: 2028159-2007-00028, 00029.

Manufacturer narrative:
Product has not been received for evaluation to date.